Event description:
The husband reported via phone call that the customer passed away on (B)(6) 2015 at home. The official cause of death was unknown at the time of the call. The customer's blood glucose was unknown at the time of death. The caller reported the customer did not have any illnesses other than diabetes before their death. It was reported the customer had a stroke 10 years prior. It was reported the customer had a tube inserted into their stomach due to stroke and was unable to properly swallow their food as a result. It was also unknown if the customer used sensors or if they wore one at the time of death. The caller was also unable to verify if the customer was wearing the insulin pump at the time of death. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This additional information is being provided after new information became available. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, at the time of passing, the customer was not using the insulin pump with serial number (B)(4); that insulin pump was malfunctioning and had been replaced, days before the customer's passing. The caller stated that the customer had received a replacement insulin pump, serial number (B)(4), which was being used by the customer during the time of passing, but the caller was unsure if the customer was wearing the insulin pump at the time of death. The caller stated that he is going to the funeral home and will retrieve the insulin pump with serial number (B)(4), and will return that insulin pump for analysis.